Manufacturer narrative:
This report is submitted on may 10, 2018.

Event description:
Per the clinic, the patient experienced poor performance and a lack of clinical benefit with device use. The implanted device remains.

Manufacturer narrative:
The device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Per the clinic, the patient experienced poor performance and subsequent loss of connection to the internal device. Device analysis indicated device failure. Device analysis report attached.